Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Review of the reported event indicated the device was accidently dropped by the physician. Therefore, the regulatory report submitted on (B)(6) 2011 is being redacted, as there is no complaint and such report was submitted in error. No further information will be provided.

Event description:
This report is being redacted. Review of the reported event indicated the device was accidently dropped by the physician. There is no complaint. It was reported that the device was dropped while it was still in the box. The device was able to be interrogated and seemed to be working normally, but the physician decided to implant a different device not wanting to take a chance. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was dropped while it was still in the box. The device was able to be interrogated and seemed to be working normally but the physician decided to implant a different device not wanting to take a chance. No patient complications were reported as a result of this event.